Manufacturer narrative:
The investigation has determined that multiple, non-reproducible, higher and lower than expected, vitros phyt quality control results using two separate reagent lots were obtained on a vitros 5600 integrated system. The investigation concluded that the most likely assignable cause for the event was an instrument related issue. A within run crbm precision test was processed and unacceptable results were obtained indicating the vitros 5600 was not performing as expected. An ocd field engineer performed service actions to the vitros 5600 system and obtained acceptable crbm within run precision test results post service indicating that an instrument issue was the most likely contributing factor to the event.

Event description:
The customer obtained, multiple, higher and lower than expected, vitros phyt quality control results on a vitros 5600 integrated system for two separate reagent lots. The following results were obtained: (B)(6). The customer made no allegation that patient results were affected or reported from the laboratory; however, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).